Event description:
It was reported that when the patient presented in-clinic for a follow up, externalized conductors were observed. The patient was referred for lead extraction. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.